Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer not over filling the cartridge. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.